Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Separation, break: the cause of the issue was not established as no product was returned and limited clinical information was provided. Device history review: the device passed all post sterile inspection checks.

Event description:
The complainant reported that a patient was implanted via the percutaneous left femoral artery with an impella cp for mechanical circulatory support. The bedside registered nurse (rn) reported that after explanting impella cp, the device was found to be in two pieces, disconnected where the cannula attaches to motor housing. The explant occurred without issues per the rn. The patient is hemodynamically stable and the groin is intact.

Manufacturer narrative:
The impella device is currently in biomedical at the hospital. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.